Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pain/stabbing pelvic pain"), pelvic infection ("pelvic infections") and back pain ("severity of my back pain increased after getting essure to the point that it was uncontrollable") in a (B)(6) year-old female patient who had essure (batch no. 20227507) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation novasure/essure and novasure 2010" on (B)(6) 2010 and device monitoring procedure not performed "she had not undergone an essure confirmation test". The patient's past medical history included gravida ii, parity 2 (live births on (B)(6) 1995 and (B)(6) 2000.), herniated disc, breast prosthesis implantation, colposcopy in 2007, loop electrosurgical excision procedure in 2007, smoker (quite), alcohol use (social), fluid in uterus and d & c. The patient denies any nausea, vomiting, diarrhea or any heavy vaginal bleeding but has lower suprapubic pain that has been worsening in nature. Concurrent conditions included depression, panic attacks, anxiety, bipolar disorder since 1989, body mass index normal, menorrhagia, endometritis (postoperative endometritis), biliary dilatation, haemangioma of liver, dysuria and frequency urinary. Family history included early menopause. Concomitant products included medroxyprogesterone (depo provera) in (B)(6) 2012 for birth control as well as doxycycline. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pyrexia ("fevers"), vomiting ("vomiting") and meniscus injury ("torn meniscus"). In 2010, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), urinary tract infection ("urinary tract infections"), toothache ("painful, broken, and infected teeth"), tooth infection ("painful, broken, and infected teeth"), tooth fracture ("painful, broken, and infected teeth"), bacterial vaginosis ("bacterial vaginosis"), fibromyalgia ("fibromyalgia"), vertigo ("vertigo") and allergy to metals ("allergic to nickel / hypersensitivity reaction to nickel or any other component of essure") with rash generalised, urticaria and rash macular. On an unknown date, the patient experienced back pain (seriousness criteria medically significant), migraine ("migraines"), immune system disorder ("my immune system is still compromised and I catch every virus that I come in contact with"), panic attack ("anxiety with panic attacks/essure caused or aggravated any psychiatric and/or psychological condition"), depression ("severe depression/essure caused or aggravated any psychiatric and/or psychological condition"), anxiety ("anxiety with panic attacks/essure caused or aggravated any psychiatric and/or psychological condition"), musculoskeletal pain ("musculoskeletal pain") and chondropathy ("cartilage floating in both knees"). The patient was treated with analgesics, vicodin (lorcet), antibiotics, oxycodone, opiat, pregabalin (lyrica), fentanyl, sertraline (zoloft), alprazolam (xanax), oxycodone hydrochloride (oxycontin), ibuprofen, oxycocet (percocet), carbamazepine (tegretol), surgery ((B)(6) 2012 da vinci robot partial hysterectomy) and epidural. Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, pelvic infection, back pain, migraine, urinary tract infection, pyrexia, vomiting, meniscus injury, toothache, tooth infection, tooth fracture, bacterial vaginosis, fibromyalgia, vertigo, allergy to metals, panic attack, depression, anxiety and chondropathy outcome was unknown and the immune system disorder and musculoskeletal pain had not resolved. The reporter considered allergy to metals, anxiety, back pain, bacterial vaginosis, chondropathy, depression, fibromyalgia, immune system disorder, meniscus injury, migraine, musculoskeletal pain, panic attack, pelvic infection, pelvic pain, pyrexia, tooth fracture, tooth infection, toothache, urinary tract infection, vertigo and vomiting to be related to essure. The reporter commented: essure removed, did not retained the essure or any portion of it. She also developed herniated discs in her neck which radiate pain into my upper back and shoulders and also arthritis in her entire back. She have been tested for neuropathy and it has been diagnosed in both of her legs, more severe on the left. The rashes are frequent and still occur, are unpredictable and vary greatly in severity and duration. Trigger point injections (2010-2012) for pain, cortizone shots (after 2012) for pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.7 kg/sqm. Sonogram :no fibroids, ovaries negative. Desires permanent sterilization. (B)(6) 2010, operative notes: the endometrium was noted to be thick. No fibroids or polyps were seen' the hysteroscope was removed and a gentle endocervical curettage/endometrial curettage were performed (novasure device) , and the hysteroscope was placed back in the uterus, noticing a desiccated tissue from the fundus and normal pink tissue at the cervix. The left ostium and the right ostium were well identified, so the decision was made to do the essure. The 1st device was placed in the left ostium (3 coils were noted at the outside). On the right ostium the device was placed in (4 coils were noted at the outside). A small amount of bleeding was noted at the cervix, which was controlled with silver nitrate. Essure removal: essure removed on (B)(6) 2012 da vinci robot partial hysterectomy final microscopic diagnosis: uterus, endocervix, curettings: scant benign endocervical mucosa. Predominantly benign lower uterine segment endometrium. Uterus, endometrium, curettings: mildly disordered proliferative endometrium with breakdown changes. Most recent follow-up information incorporated above includes: on 4-dec-2017: pfs received: reporters details, historical conditions, lab tests, essure lot number and dates added. Previously reported ¿injuries¿ was replaced by specific events: pelvic pain, pelvic infection, migraines, immune system compromised, urinary tract infections, fevers, rashes, vomiting, torn meniscus, painful, broken, and infected teeth, bacterial vaginosis, fibromyalgia, vertigo, allergic to nickel, anxiety with panic attacks, severe depression, musculoskeletal pain, back pain, cartilage floating in both knees, she had not undergone an essure confirmation test and essure and novasure 2010. Case upgraded to incident. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type¿initial¿ indicates here initial submission by the new legal manufacturer only incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available, it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('severe and persistent pain/stabbing pelvic pain'), back pain ('severity of my back pain increased after getting essure to the point that it was uncontrollable') and multiple episodes of pelvic infection ('pelvic infections', 'pelvic infections') in a 39-year-old female patient who had essure (batch no. 20227507) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation novasure/essure and novasure 2010" on (B)(6) 2010and device monitoring procedure not performed "she had not undergone an essure confirmation test". The patient's medical history included muscular pain from 2012 to 2015, loop electrosurgical excision procedure in 2007, colposcopy in 2007, gravida ii, parity 2 (live births on (B)(6) 1995 and (B)(6) 2000.), herniated disc, breast prosthesis implantation, smoker (quite), alcohol use (social), fluid in uterus, d & c, swelling nos, abdominal cramps and burning micturition. The patient denies any nausea, vomiting, diarrhea or any heavy vaginal bleeding but has lower suprapubic pain that has been worsening in nature. Concurrent conditions included psychiatric disorder nos since 1998, bipolar disorder since 1989, depression, panic attacks, anxiety, body mass index normal, menorrhagia, endometritis (postoperative endometritis), distended bile duct, haemangioma of liver, dysuria, frequency urinary, genital bleeding, bronchitis, dysfunctional uterine bleeding, uterine cervical motion tenderness, hemorrhagic cyst, hypertension, fibromyalgia, arthritis and irritable bowel syndrome. Family history included early menopause. Concomitant products included medroxyprogesterone acetate (depo provera) since (B)(6) 2012for birth control as well as clarithromycin (macrobid), doxycycline and hydrochlorothiazide;triamterene (maxzide). On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pyrexia ("fevers"), vomiting ("vomiting") and meniscus injury ("torn meniscus"). In 2010, the patient experienced the first episode of pelvic infection (seriousness criteria medically significant and intervention required), urinary tract infection ("urinary tract infections"), toothache ("painful, broken, and infected teeth"), tooth infection ("painful, broken, and infected teeth"), tooth fracture ("painful, broken, and infected teeth"), bacterial vaginosis ("bacterial vaginosis"), fibromyalgia ("fibromyalgia"), vertigo ("vertigo") and allergy to metals ("allergic to nickel / hypersensitivity reaction to nickel or any other component of essure") with rash generalised, urticaria and rash macular. In 2012, the patient experienced the second episode of pelvic infection (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced back pain (seriousness criterion medically significant), migraine ("migraines /severe migraines"), immune system disorder ("my immune system is still compromised and I catch every virus that I come in contact with"), panic attack ("anxiety with panic attacks/essure caused or aggravated any psychiatric and/or psychological condition"), depression ("severe depression/essure caused or aggravated any psychiatric and/or psychological condition"), anxiety ("anxiety with panic attacks/essure caused or aggravated any psychiatric and/or psychological condition"), musculoskeletal pain ("musculoskeletal pain") and chondropathy ("cartilage floating in both knees"). The patient was treated with alprazolam (xanax), analgesics, antibiotics, atropine sulfate;opium alkaloids total (opiat), carbamazepine (tegretol), fentanyl, ibuprofen, oxycodone, oxycodone hydrochloride (oxycontin), oxycodone hydrochloride;paracetamol (percocet), pregabalin (lyrica), sertraline hydrochloride (zoloft), and surgery (da vinci robot partial hysterectomy). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, the last episode of pelvic infection, back pain, migraine, urinary tract infection, pyrexia, vomiting, meniscus injury, toothache, tooth infection, tooth fracture, bacterial vaginosis, fibromyalgia, vertigo, allergy to metals, panic attack, depression, anxiety and chondropathy outcome was unknown and the immune system disorder and musculoskeletal pain had not resolved. The reporter considered allergy to metals, anxiety, back pain, bacterial vaginosis, chondropathy, depression, fibromyalgia, immune system disorder, meniscus injury, migraine, musculoskeletal pain, panic attack, pelvic pain, pyrexia, tooth fracture, tooth infection, toothache, urinary tract infection, vertigo, vomiting, the first episode of pelvic infection and the second episode of pelvic infection to be related to essure. The reporter commented: essure removed, did not retained the essure or any portion of it. She also developed herniated discs in her neck which radiate pain into my upper back and shoulders and also arthritis in her entire back. She have been tested for neuropathy and it has been diagnosed in both of her legs, more severe on the left. The rashes are frequent and still occur, are unpredictable and vary greatly in severity and duration. Trigger point injections (2010-2012) for pain, cortizone shots (after 2012) for pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.8 kg/sqm. Sonogram: no fibroids, ovaries negative. Desires permanent sterilization. (B)(6) 2010, operative notes: the endometrium was noted to be thick. No fibroids or polyps were seen' the hysteroscope was removed and a gentle endocervical curettage/endometrial curettage were performed (novasure device) , and the hysteroscope was placed back in the uterus, noticing a desiccated tissue from the fundus and normal pink tissue at the cervix. The left ostium and the right ostium were well identified, so the decision was made to do the essure. The 1st device was placed in the left ostium (3 coils were noted at the outside). On the right ostium the device was placed in (4 coils were noted at the outside). A small amount of bleeding was noted at the cervix, which was controlled with silver nitrate. Essure removal: essure removed on (B)(6) 2012 da vinci robot partial hysterectomy final microscopic diagnosis: uterus, endocervix, curettings: scant benign endocervical mucosa. Predominantly benign lower uterine segment endometrium. Uterus, endometrium, curettings: mildly disordered proliferative endometrium with breakdown changes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain,fever. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jun-2019: pfg & mr received. New reporter was added. Added event pelvic infections. Medical history, concomitant drug, concomitant condition were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pain/stabbing pelvic pain"), pelvic infection ("pelvic infections") and back pain ("severity of my back pain increased after getting essure to the point that it was uncontrollable") in a 39-year-old female patient who had essure (batch no. 20227507) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation novasure/essure and novasure 2010" on (B)(6)2010 and device monitoring procedure not performed "she had not undergone an essure confirmation test". The patient's past medical history included gravida ii, parity 2 (live births on (B)(6)1995 and (B)(6)2000.), herniated disc, breast prosthesis implantation, colposcopy in 2007, loop electrosurgical excision procedure in 2007, smoker (quite), alcohol use (social), fluid in uterus and d & c. The patient denies any nausea, vomiting, diarrhea or any heavy vaginal bleeding but has lower suprapubic pain that has been worsening in nature. Concurrent conditions included depression, panic attacks, anxiety, bipolar disorder since 1989, body mass index normal, menorrhagia, endometritis (postoperative endometritis), distended bile duct, haemangioma of liver, dysuria, frequency urinary, genital bleeding, bronchitis, dysfunctional uterine bleeding, uterine cervical motion tenderness, hemorrhagic cyst, hypertension, fibromyalgia and arthritis. Family history included early menopause. Concomitant products included medroxyprogesterone (depo provera) since march 2012 for birth control as well as doxycycline. On (B)(6)2010, the patient had essure inserted. On (B)(6)2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pyrexia ("fevers"), vomiting ("vomiting") and meniscus injury ("torn meniscus"). In 2010, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), urinary tract infection ("urinary tract infections"), toothache ("painful, broken, and infected teeth"), tooth infection ("painful, broken, and infected teeth"), tooth fracture ("painful, broken, and infected teeth"), bacterial vaginosis ("bacterial vaginosis"), fibromyalgia ("fibromyalgia"), vertigo ("vertigo") and allergy to metals ("allergic to nickel / hypersensitivity reaction to nickel or any other component of essure") with rash generalised, urticaria and rash macular. On an unknown date, the patient experienced back pain (seriousness criterion medically significant), migraine ("migraines"), immune system disorder ("my immune system is still compromised and I catch every virus that I come in contact with"), panic attack ("anxiety with panic attacks/essure caused or aggravated any psychiatric and/or psychological condition"), depression ("severe depression/essure caused or aggravated any psychiatric and/or psychological condition"), anxiety ("anxiety with panic attacks/essure caused or aggravated any psychiatric and/or psychological condition"), musculoskeletal pain ("musculoskeletal pain") and chondropathy ("cartilage floating in both knees"). The patient was treated with analgesics, vicodin (lorcet), antibiotics, oxycodone, opiat, pregabalin (lyrica), fentanyl, sertraline (zoloft), alprazolam (xanax), oxycodone hydrochloride (oxycontin), ibuprofen, oxycocet (percocet), carbamazepine (tegretol) and surgery (B)(6)2012 da vinci robot partial hysterectomy). Essure was removed on (B)(6)2012. At the time of the report, the pelvic pain, pelvic infection, back pain, migraine, urinary tract infection, pyrexia, vomiting, meniscus injury, toothache, tooth infection, tooth fracture, bacterial vaginosis, fibromyalgia, vertigo, allergy to metals, panic attack, depression, anxiety and chondropathy outcome was unknown and the immune system disorder and musculoskeletal pain had not resolved. The reporter considered allergy to metals, anxiety, back pain, bacterial vaginosis, chondropathy, depression, fibromyalgia, immune system disorder, meniscus injury, migraine, musculoskeletal pain, panic attack, pelvic infection, pelvic pain, pyrexia, tooth fracture, tooth infection, toothache, urinary tract infection, vertigo and vomiting to be related to essure. The reporter commented: essure removed, did not retained the essure or any portion of it. She also developed herniated discs in her neck which radiate pain into my upper back and shoulders and also arthritis in her entire back. She have been tested for neuropathy and it has been diagnosed in both of her legs, more severe on the left. The rashes are frequent and still occur, are unpredictable and vary greatly in severity and duration. Trigger point injections (2010-2012) for pain, cortizone shots (after 2012) for pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.8 kg/sqm. Sonogram :no fibroids, ovaries negative. Desires permanent sterilization. (B)(6)2010, operative notes: the endometrium was noted to be thick. No fibroids or polyps were seen' the hysteroscope was removed and a gentle endocervical curettage/endometrial curettage were performed (novasure device) , and the hysteroscope was placed back in the uterus, noticing a desiccated tissue from the fundus and normal pink tissue at the cervix. The left ostium and the right ostium were well identified, so the decision was made to do the essure. The 1st device was placed in the left ostium (3 coils were noted at the outside). On the right ostium the device was placed in (4 coils were noted at the outside). A small amount of bleeding was noted at the cervix, which was controlled with silver nitrate. Essure removal: essure removed on (B)(6)2012 da vinci robot partial hysterectomy final microscopic diagnosis: uterus, endocervix, curettings: scant benign endocervical mucosa. Predominantly benign lower uterine segment endometrium. Uterus, endometrium, curettings: mildly disordered proliferative endometrium with breakdown changes. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)2018: quality-safety evaluation of ptc incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and persistent pain/stabbing pelvic pain"), pelvic infection ("pelvic infections") and back pain ("severity of my back pain increased after getting essure to the point that it was uncontrollable") in a 39-year-old female patient who had essure (batch no. 20227507 (invalid)) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation novasure/essure and novasure 2010" on (B)(6) 2010 and device monitoring procedure not performed "she had not undergone an essure confirmation test". The patient's past medical history included gravida ii, parity 2 (live births on (B)(6) 1995 and (B)(6) 2000.), herniated disc, breast prosthesis implantation, colposcopy in 2007, loop electrosurgical excision procedure in 2007, smoker (quite), alcohol use (social), fluid in uterus and d & c. The patient denies any nausea, vomiting, diarrhea or any heavy vaginal bleeding but has lower suprapubic pain that has been worsening in nature. Concurrent conditions included depression, panic attacks, anxiety, bipolar disorder since 1989, body mass index normal, menorrhagia, endometritis (postoperative endometritis), distended bile duct, haemangioma of liver, dysuria and frequency urinary. Family history included early menopause. Concomitant products included medroxyprogesterone (depo provera) since (B)(6) 2012 for birth control as well as doxycycline. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), pyrexia ("fevers"), vomiting ("vomiting") and meniscus injury ("torn meniscus"). In 2010, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), urinary tract infection ("urinary tract infections"), toothache ("painful, broken, and infected teeth"), tooth infection ("painful, broken, and infected teeth"), tooth fracture ("painful, broken, and infected teeth"), bacterial vaginosis ("bacterial vaginosis"), fibromyalgia ("fibromyalgia"), vertigo ("vertigo") and allergy to metals ("allergic to nickel / hypersensitivity reaction to nickel or any other component of essure") with rash generalised, urticaria and rash macular. On an unknown date, the patient experienced back pain (seriousness criterion medically significant), migraine ("migraines"), immune system disorder ("my immune system is still compromised and I catch every virus that I come in contact with"), panic attack ("anxiety with panic attacks/essure caused or aggravated any psychiatric and/or psychological condition"), depression ("severe depression/essure caused or aggravated any psychiatric and/or psychological condition"), anxiety ("anxiety with panic attacks/essure caused or aggravated any psychiatric and/or psychological condition"), musculoskeletal pain ("musculoskeletal pain") and chondropathy ("cartilage floating in both knees"). The patient was treated with analgesics, vicodin (lorcet), antibiotics, oxycodone, opiat, pregabalin (lyrica), fentanyl, sertraline (zoloft), alprazolam (xanax), oxycodone hydrochloride (oxycontin), ibuprofen, oxycocet (percocet), carbamazepine (tegretol), surgery ((B)(6) 2012 da vinci robot partial hysterectomy) and surgery (epidural). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, pelvic infection, back pain, migraine, urinary tract infection, pyrexia, vomiting, meniscus injury, toothache, tooth infection, tooth fracture, bacterial vaginosis, fibromyalgia, vertigo, allergy to metals, panic attack, depression, anxiety and chondropathy outcome was unknown and the immune system disorder and musculoskeletal pain had not resolved. The reporter considered allergy to metals, anxiety, back pain, bacterial vaginosis, chondropathy, depression, fibromyalgia, immune system disorder, meniscus injury, migraine, musculoskeletal pain, panic attack, pelvic infection, pelvic pain, pyrexia, tooth fracture, tooth infection, toothache, urinary tract infection, vertigo and vomiting to be related to essure. The reporter commented: essure removed, did not retained the essure or any portion of it. She also developed herniated discs in her neck which radiate pain into my upper back and shoulders and also arthritis in her entire back. She have been tested for neuropathy and it has been diagnosed in both of her legs, more severe on the left. The rashes are frequent and still occur, are unpredictable and vary greatly in severity and duration. Trigger point injections (2010-2012) for pain, cortizone shots (after 2012) for pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 19.7 kg/sqm. Sonogram :no fibroids, ovaries negative. Desires permanent sterilization. (B)(6) 2010, operative notes: the endometrium was noted to be thick. No fibroids or polyps were seen' the hysteroscope was removed and a gentle endocervical curettage/endometrial curettage were performed (novasure device) , and the hysteroscope was placed back in the uterus, noticing a desiccated tissue from the fundus and normal pink tissue at the cervix. The left ostium and the right ostium were well identified, so the decision was made to do the essure. The 1st device was placed in the left ostium (3 coils were noted at the outside). On the right ostium the device was placed in (4 coils were noted at the outside). A small amount of bleeding was noted at the cervix, which was controlled with silver nitrate. Essure removal: essure removed on (B)(6) 2012 da vinci robot partial hysterectomy final microscopic diagnosis: uterus, endocervix, curettings: scant benign endocervical mucosa. Predominantly benign lower uterine segment endometrium. Uterus, endometrium, curettings: mildly disordered proliferative endometrium with breakdown changes. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-jun-2018: quality safety evaluation of ptc. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.